Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The customer was changing the infusion set and could not get past the fill tubing part of the process. The customer stated that insulin exited but the insulin pump alarmed no delivery. The alarm was caused by an infusion set/reservoir connection issue. The customer's blood glucose level was 137 mg/dl. The customer will not return the device for analysis.